Event description:
Spontaneous. Pt (patient) reports current pump malfunction while at work and states they are feeling very sick already (no details provided). Patient reports pump keeps giving high pressure alarm despite resetting it. Patient confirmed there is no blockage but does not have the backup pump available to switch over to. Author counseled pt that the window (half-life) of veletri is tight and that their safest option is to go to the ER; patient voiced understanding. Author informed patient that we will follow up with them later today to see if a pump replacement will be required. Malfunctioning pump serial number was not provided. Product lot number and expiration date were systematically retrieved from the dispensing system. No additional info, details, or dates available. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention provided? No. Is the actual product available for investigation? No. Did pharmacy replace product? No. Did the pt have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their therapy? Unknown. Reported to cvs/caremark by: patient/caregiver.